Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited inappropriate atrial tachycardia response's (atr's) because of unreproducible noise on the atrial channel. There is also noise on the shock electrograms and a very low level baseline noise that is not sensed on the rate/sense channel. Impedance and threshold measurements are normal.